Event description:
Additional information: it was later reported that the old catheter was removed on (B)(6) 2011. No further details were provided; a follow up report will be sent if additional information becomes available.

Event description:
It was reported that the patient had a catheter migrate and come loose from the anchor. The patient reported having revisions to fix his issues. The medications which were contained in the pump at the time of the event in were not provided, but as of the report date, the pump device was used to deliver clonidine, bupivicaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).